Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative " codes were found in the ventilator's downloaded error log. The device's machine flow sensor and pca was replaced to address the issues. Additionally, the device's blower need replaced due an error code. Software update 1.02.01.00 to 1.02.03.07 to 1.03.07.00. Passed final testing.